Event description:
Approximately 2 months after the original implant, it was reported that this device could not be interrogated. The patient did not report migration or expulsion of the device, or any other adverse event related to the original implant. However, the physician decided to implant a new loop recorder as this device could not be located during a chest x-ray. Should additional information become available, this file will be updated.